Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.